Event description:
On august 20, 2008 the lay user/reporter (patient's daughter) contacted lifescan (lfs) alleging that a onetouch ultra meter had a battery indicator message. The complaint was classified based on the customer service representative (csr) documentation. The patient tests her blood glucose three times a day and manages her diabetes with diet and exercise only. Approximately ten days ago sometime in the morning, the patient mentioned that the subject meter "turned on but had a battery indicator message". As a result of the alleged meter issue, the patient reportedly did not do anything different in terms of her diabetes management. The patient reportedly could not test due to the battery indicator message. Sometime after the alleged meter issue began, the patient stated that she developed symptoms of "shaky, hungry, and had dry mouth" but reportedly did not seek for medical intervention or received any treatment. During troubleshooting, the csr verified the following: the patient has just replaced the battery. This was not a new out of box product. The correct test strips were used. The meter did power on when the power button was pressed and when the test strip was inserted all the way into the test strip port. The patient's products have been replaced. The complaint is being reported due to the following conclusions: the patient claimed that she could not test due to the alleged issues and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.